Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of reused disposable mask regularly and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient reused their disposable mask regularly. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. Remedial therapy consisted of vancomycin (1 gm, stat, ip), tezin (4.5 gm, bd, ip) and unizox (1 gm, daily, intravenous). The peritonitis was resolving and remedial treatment was ongoing. It was unknown if the patient was retrained for the event of reused disposable mask regularly. The action taken with dianeal was not reported. The reporter believed the peritonitis was unrelated to dianeal therapy and the cause of the peritonitis was that the patient reused their disposable mask regularly. An opinion of causality was not provided for the event of reused disposable mask regularly.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.